Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck at computer login. A technical support specialist (tss) remotely accessed the station and informed the windows lock screen password to the user. The tss confirmed that the user successfully logged in using the provided credentials and verified that the system was functioning normally, resolving the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system was stuck at computer login. However, there were no delays or adverse events or injuries reported based on this event.